Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Roller pump was noisy due to damaged belts. Belts can break resulting in a pump stop. Failure occurred during priming/setup. No patient involved. (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). A field service technician has been sent out for investigation and stated that the pump was noisy due to damaged belts. Thus the failure could be confirmed. Regarding the memo "memo supporting closure of complaints originating from india", this complaint will be evaluated and progressed to closure without the returned product/product component. According to the service order dated on 2017-12-30, the technician replaced the belts. Functionality was checked: ok. Device was handed over in good working condition. Technician performed safety checks as per service manual dated on 2017-12-30 and no safety or function defects were detected. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
Reference exemption # e2018002. A follow-up medwatch will be submitted when additional information becomes available. (B)(4). A field service technician has been sent out for investigation and stated that the pump was noisy due to damaged belts. Thus the failure could be confirmed. Regarding the memo "memo supporting closure of complaints originating from india", this complaint will be evaluated and progressed to closure without the returned product/product component. According to the service order dated on 2017-12-30, the technician replaced the belts. Functionality was checked: ok. Device was handed over in good working condition. Technician performed safety checks as per service manual dated on 2017-12-30 and no safety or function defects were detected. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).